Event description:
Facility reported that while bleeding pt onto machine, the dialyzer on 14th reuse had blood leak. Pt's blood loss > 100cc. Blood lines and dialyzer were discarded. Pt's blood was not able to be returned. Pt stable.